Event description:
A distributor in (B)(6) notified (B)(4) of an event involving the gem (B)(4) microvascular anastomotic coupler. The following description was provided: "uncoupling the round part with teeth the rest of the product. During intervention, when tighten the 2 rings for the anastomosis". (B)(4) has interrupted the above description along with the eval of the returned device, as an event where a coupler device had too much tissue everted over the pins resulting in a failed anastomosis. The anastomosis was completed using another coupler device and no pt injury was reported. No further info is available at this time.

Manufacturer narrative:
According to the device history record, the devices met specification prior to market release. A 100% functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process. Two coupler rings and a wing jaw assembly were returned for eval. The rings and jaw assembly were examined under microscope. There were no visual defects on the jaw assembly. The rings were loose from the jaw assembly and had many visual marks of being handled and possibly even some deterioration from heat or chemical (high ph) contact. There were several bent pins. These bent pins are not typical of a slight bump with an instrument intra-operatively. These bent pins are not representative of typical handling by the microsurgeon, but rather rough or extreme handling by something other than delicate surgical instruments. No function testing was performed with the rings. The jaw assembly was functional.